Event description:
The customer reported an axsym bhcg result of 0.0 mlu/ml on a pt. The result was questioned by a physician and the sample was retested twice on axsym generating results of 851 and 934 mlu/ml. The customer tested another sample from the sample pt which generated a result of 791 mlu/ml. No impact to pt management was reported.